Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 07-nov-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high watt alarm and an electrical fault alarm occurred when the driveline became twisted. The alarm was displayed on the screen of the controller. The patient described that the driveline had become twisted and they were attempting to untwist it when the electrical fault occurred. Log files were sent to and reviewed by engineering. The alarm self-resolved after the driveline was corrected and no further action was needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and one (1) controller were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) electrical fault alarm was logged on 09/feb/2026 at 12:15:52 and four (4) reactivation events were logged at 12:13:09, 12:15:43, 12:15:52, and 12:17:07. The reactivation events logged at 12:13:09 and 12:15:43 were due to due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear stator only); the electrical fault alarm and reactivation events logged at 12:15:52 and 12:17:07 were an overcurrent condition in the rear stator resulting in the pump running on a single stator (front stator only). This likely triggered the high watt alarm logged at 12:15:49 due to the increased power consumption required to run on a single stator. As a result, the reported electrical fault alarm and high watt alarm were confirmed. The reported driveline twisting event could not be confirmed due to insufficient evidence. A possible root cause of the electrical fault alarm, the high watt alarm and the observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline, likely due to damage to the controller driveline port, driveline connector, existing driveline damage, and/or the reported twisting of the wires. The most likely root cause of the driveline sheath twisting damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Additional products: controller con427041 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.